Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when breaking the dilator to end the procedure, only half broke properly, making it necessary to cut the other half with a scalpel. Patient had a hematoma formation due to the issue. Patient undergoing antibiotic treatment by PICC expected to be discharged on sunday.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel of the t-handle is confirmed and was determined to be related to manufacturing. One photograph of half of a micro introducer sheath and catheter tubing was returned for evaluation. An orange ring of material was observed to be wrapped around the catheter shaft. The returned photograph was found to exhibit the same features as a known issue, and the root cause was found to be within scope. This complaint will be recorded for future trending and monitoring purposes.